Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "after hanging remicade and closing the IV pump, the nurse noted the pump to be leaking. She immediately stopped the infusion and opened the pump. She observed that the tubing was split in two. The tubing was replaced. There was no injury to the patient."